Event description:
It was reported that the device has a damaged bubbled/unattached downstream occlusion seal, cracked interior battery door latch, and a scratched screen. There was unknown patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Section a, b5, b6, b7, d3: correction. H3: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. During the investigation functional testing and visual inspection was performed. The customer reported complaint was confirmed through visual inspection. Additionally, it was found that the upstream occlusion seal was buckling. The upstream and downstream occlusion seals were replaced.

Event description:
There was no patient involvement. The issue was discovered during testing.